Manufacturer narrative:
Half of an intraocular lens was received and inspected under illuminated 10x magnification. One distorted haptic on the half optic was observed. The lens met all manufacturing specifications prior to release. Our investigation suggest this event is related to end user handling and not a deficient product. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported that following implant of the intraocular lens the surgeon noted there was still cataractous material in the patient's eye. When removing this material, the capsule tore and a vitrectomy became necessary. The incision was enlarged to remove the lens and an anterior chamber lens was implanted without patient complications. The haptic was distorted.